Event description:
A malfunction alarm occurred with the customer's insulin pump, identified as malfunction code 12, which had happened at least three times previously but was not reset by the customer until advised. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer continued to use the pump after resetting it and was advised by technical support to monitor the pump for further malfunctions, contact a healthcare provider to establish a backup insulin delivery method, and follow steps for receiving and returning pumps. A replacement pump with updated software was sent, and the customer understood and acknowledged the instructions provided.